Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button error alarm. The insulin pump did have intermittent button response due to corroded keypad traces. There was no moisture damage found on the electronic and motor assembly. No moisture damage found on electronic assembly. The number does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, button error and moisture damage. She stated the numbers on the keypad were ramping but the scroll bar was not moving. Customer's blood glucose was 168 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.